Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was located in the right coronary artery (prox rca). A 4.5x12mm omega stent was advanced, however, the stent was unable to cross the lesion and got a bit deformed. The stent was removed. The procedure was completed by implanting two 4.5x20mm omega stents, a 4.5x16mm omega stent, a 4.0x12mm omega stent and a 2.75x12mm omega stent. No patient complications were reported and the patient was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds) with stent and no other devices. There was blood in the guidewire, between the balloon folds, and on the distal tip. The balloon was tightly folded with the stent secure on the balloon between the markerbands. The fifth proximal row of stent struts were bent and flared. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was located in the right coronary artery (prox rca). A 4.5x12mm omega stent was advanced, however, the stent was unable to cross the lesion and got a bit deformed. The stent was removed. The procedure was completed by implanting two 4.5x20mm omega stents, a 4.5x16mm omega stent, a 4.0x12mm omega stent and a 2.75x12mm omega stent. No patient complications were reported and the patient was stable. This product is only ous approved but is similar to an approved us device.